Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, abdominal pain, nerve damage, adhesions, migration of mesh, defective mesh, inflammation, bowel necrosis, fistula, bowel deserosalization, bowel erosion, enterotomy, and failure of mesh. Post-operative patient treatment included revision surgery, removal and/or excision of part or all of the defective mesh, and bowel resection.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5b, b5, b7, d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #), d8, g1, g4 (PMA / 510(k) #), h4, & h6 (patient codes, ime e2402: nerve encasement). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, disability, impairment, loss of enjoyment of life, abdominal pain, nerve damage, adhesions, migration of mesh, defective mesh, inflammation, bowel necrosis, fistula, bowel deserosalization, bowel erosion, enterotomy, failure of mesh, nerve encasement, scarring, hernia recurrence, mesh was not fixed well to abdominal wall. Post-operative patient treatment included revision surgery, mesh removal, bowel resection, hernia repair with mesh, iliohypogastric neurectomy.